Event description:
Complainant alleged that during a cardioversion on a pt, the device's sync-output time was incorrect and shocked on the "t" wave. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.